Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing fatigue and dizziness. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high pacing impedance and intermittent capture. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.